Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number is unknown. The sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. As per the complaint information, the cause of the se 2267 is due to air being sucked into the disposable because the patient disconnected the patient line from the transfer set and during the therapy added new supplies bags. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2267, this situation occurred fill 30 of 32. The registered nurse (rn) stated that the home patient (hp) was on a 24 hour therapy and around fill 29/32, the hc ran out of solution. The rn stated that she switched out 2 bags, then in fill 30/32, the alarm went off. The rn stated that hp was disconnected for the bag switch out, then reconnected. The technical services representative (tsr) explained the alarms and had the rn cycle the power twice to clear them. The tsr then explained that the supplies were compromised and that the rn would need to start over with new supplies or finish with manual supplies. The tsr then advised the rn to call the peritoneal dialysis registered nurse (pdrn) and let her know what happened. The tsr explained that when the rn disconnects a bag from the setup, supplies are compromised, so the rn should either attach enough solution for the entire therapy or adjust the therapy to work with what can be attached. The rn understood the explanations, cleared the alarms, would start over with new supplies and would call the pdrn. There was patient involvement. No patient injury or medical intervention was reported.